Event description:
A distributor called corporate product surveillance to relay a customer report received for one interlink basic solution set in which a black particle was detected. The particle was approximately 1 millimeter in size. This incident occurred before use during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; the evaluation has not yet been completed. A follow-up report will be submitted when evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. There was a degraded piece of burned loose plastic in the tubing. A batch review was performed on the reported lot and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.